Manufacturer narrative:
The insertion test could not be performed. The customer complaint was regarding the lancet device and only the sensor was returned with no needle.

Event description:
It was reported that the customer's sensor broke during insertion. Customer's blood glucose level at the time 156mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.